Manufacturer narrative:
Product analysis: the device was returned with the touhy-borst loosened, the stent was deployed and returned separate to the device, the strain relief was also taken off the device. The stent confirmed as 40mm. No abnormality noted to device or stent. A kink was observed on the gold coloured inner at approx. 4cm from the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to implant a protege rx stent for the treatment of a plaque lesion in the patients proximal common carotid artery. No vessel tortuosity and minimal vessel calcification were reported. Lesion exhibited 80% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped as per the IFU with no issues identified. A 6mm spider fx embolic protection device was used. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. The thumbscrew/lock-pin was checked for securement prior to procedure. No resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during sheath removal before deployment. The stent did not remain in the patient and no vessel damage upon removal. A different model stent was used to complete the procedure. No patient injury reported.